Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the power inlet module and the power cord were burnt. There was no smoke, however, there were signs of arching. The event did not occur during surgery. There was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined that the unit had no power and the power inlet module and cord were burnt. The power inlet module and wyed power cord were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.